Event description:
It was reported that the family experienced a malfunction with the insulin pump, which incorrectly showed zero insulin even when the cartridge was not empty. This problem led to frequent low insulin alarms, including during the night. Additionally, there was no adverse impact to the customer¿s blood glucose level reported. The family, frustrated by the recurring issue, contacted tandem technical support multiple times and requested a goodwill replacement of the pump to resolve the problem.